Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife stated that husband's blood glucose reading is high. The insulin pump has not alarmed no delivery. The blood glucose reading is 55 mg/dl. Customer treated with food. Customer unable to perform the high pressure test, unable to find clamps. Nothing further reported.